Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5. Observed sensor plug had transferred and was properly seated in the mount, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. It was further reported on (B)(6) 2018 customer noticed ¿crust and irritation¿ at the insertion site, which was believed by the customer to be an infection. Customer noted having contact with a healthcare provider and was prescribed two topical corticosteroids; locapred and desonide. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. It was further reported on (B)(6) 2018 customer noticed ¿crust and irritation¿ at the insertion site, which was believed by the customer to be an infection. Customer noted having contact with a healthcare provider and was prescribed two topical corticosteroids; locapred and desonide. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. Extended investigation has been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing skin irritation while wearing an adc freestyle libre sensor. It was further reported on (B)(6) 2018 customer noticed ¿crust and irritation¿ at the insertion site, which was believed by the customer to be an infection. Customer noted having contact with a healthcare provider and was prescribed two topical corticosteroids; locapred and desonide. No additional treatment was required. There was no report of death or permanent injury associated with this event.